Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿delivery errors¿ occurred. Customer changed the cartridge and insulin therapy was resumed. The errors were resolved. Customer did not provide further information and declined follow up from tandem technical support. There was no reported impact to customer¿s blood glucose.